Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately calcified, non-tortuous left anterior descending (lad) artery. During placement of the 4.00x8 mm taxus express2 drug eluting stent, the physician identified a raised stent strut. The procedure was completed with another taxus stent. No pt complications were reported. Patient status reported as 'stable".